Event description:
Two pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Erroneous results were not reported. The exact root cause was not identified. The customer's external water supply system was decontaminated and the field service representative decontaminated the instrument. Performance tests were performed which were within specifications.

Event description:
Two pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Initial result gave 7.4 mg/dl; same sample repeated two times giving 9.8 and 8.0 mg/dl each time. Same sample was repeated an additional five times giving 9.9, 9.4, 9.4, 9.4, and 9.3 mg/dl. Erroneous results were not reported. The exact root cause was not identified. The customer's external water supply system was decontaminated and the field service representative decontaminated the instrument. Performance tests were performed which were within specifications

Event description:
Two pt samples with discrepant calcium results. Same samples used for repeat testing on same analyzer. Initial result gave 6.4 mg/dl; same sample repeated two times giving 14.2 and 7.9 mg/dl each time. Erroneous results were not reported. The exact root cause was not identified. The customer's external water supply system was decontaminated and the field service representative decontaminated the instrument. Performance tests were performed which were within specifications